Event description:
Registered nurse reported patient was admitted to the hospital and diagnosed with dka. Nurse stated the patient's blood glucose level had been elevated for several days before being admitted to the hospital. Nurse reported she was unsure of the cause of the patient's elevated blood glucose but felt the infusion device may not be delivering insulin properly. Nurse stated the patient's blood glucose level at the hospital was 453 mg/dl. Patient's normal blood glucose range is 150-200 mg/dl. Nurse reported the patient was treated with an insulin drip and fluids at the hospital to bring her blood glucose level back to normal. Nurse stated the patient had been attempting to bolus via the infusion device to lower her blood glucose. Infusion set in use is unknown. Attempts to reach patient were unsuccessful. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.